Manufacturer narrative:
Analysis identified a low battery reset had occurred but could not determine the cause. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned with no known complaints and analysis found an anomaly.